Event description:
It was reported that (1) device was used during a laparoscopic tubal ligation. It was reported by the rep that the ebfo1 would not cauterize the tissue. There was a (1) hour extended or time.